Event description:
It was reported that during unpackaging of the 4.0x08mm nc trek balloon dilatation catheter (bdc), the protective sheath was very difficult to remove, but was eventually removed and the decision was made to use the bdc. During advancement of the bdc onto an unspecified guide wire, resistance was met. The bdc was removed from the guide wire without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 4.0x08mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was confirmed. The reported difficult to remove the protective sheath could not be tested because the sheath was not returned. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for resistance with the guide wire or difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.